Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-implant, this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was requested. There was no patient involvement. Additional information indicated that the device recorded days with temperatures near or below labeled storage conditions. Moreover, the battery voltage is tracking the temperature, and has recovered with warmer temperatures. The device can be implanted.

Event description:
It was reported that pre-implant, this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was requested. There was no patient involvement. Additional information indicated that the device recorded days with temperatures near or below labeled storage conditions. Moreover, the battery voltage is tracking the temperature, and has recovered with warmer temperatures. The device can be implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-implant, this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis was requested. There was no patient involvement.